Manufacturer narrative:
Estimated date. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that "device deployment failed" with a prostyle device relative to an unspecified procedure. The method to achieve hemostasis was not provided. No additional information was provided at this time.

Event description:
It was reported that "device deployment failed" with a prostyle device relative to an unspecified procedure. The method to achieve hemostasis was not provided. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.